Event description:
The manufacturer received information that a patient with a dreamstation auto CPAP device passed away (B)(6) 2022. There were no further details provided. There was no allegation that the device contributed to the death. The device is not available to be returned for investigation. The user's wife states she no longer has CPAP device as someone came and picked it up before. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.